Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced an issue of red welts at the site, high blood glucose levels (over 400 mg/dl), kinked cannulas. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.